Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. The test p-cap locks properly in place in the reservoir compartment noted. No cracked on the battery compartment noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was in 200 mg/dl to 300 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to perform a carelink upload. Customer stated that the top of battery compartment was cracked. Customer stated that the reservoir was not able to lock in place when inserted in the insulin pump. The insulin pump will be returned for analysis while the reservoir will not be returned for analysis.